Manufacturer narrative:
Corrected information: (5) 8100. The pump module and pc unit were received for investigation. Inspection of the module showed that both iui connectors were dull and the sear would stick and not spring back into place. Functional testing found the pump module to be delivering fluid within specification. The root cause of the device infusing faster than programmed was not identified.

Manufacturer narrative:
The customer¿s report of infusing faster than programmed was not confirmed. The pcu event log shows propofol 1000mg in 100ml (drugid 324) was programmed to infuse at a rate of 2.64ml/hr on the source pump module at 4:55 am on (B)(6) 2017. The infusion ran until 6:06 am, when the device was channeled off. During the infusion there was 1 rapid bolus dose of 0.2mg/kg delivered. The dose was also changed to 10mcg/kg/min, which made the rate 5.28ml/hr and to 15mcg/kg/min, which made the rate 7.92ml.hr. The volume recorded as being infused during this period was 7.424ml. The pump module and the disposable set were not returned for investigation. There were no alarms prior to the user channeling off the device and stopping the infusion. The root cause of infusing faster than programmed was not identified. Devices not received, log review only.

Event description:
The customer reported that an ICU rn stated that two 1000 mg/100 ml vials of propofol were infused in less than 1 hour timeframe on (B)(6) 2017 starting around 0500 and ending at no later than 0644. The rn sequestered the devices ¿ removed all tubing and channels and turned them into their biomed department. The customer stated the infusion set-up was taken down prior to sequestering; therefore it could not be determined if the lines were switched with either the fentanyl or maintenance IV (= ~ 200 ml in the same timeperiod). There was no report of patient harm.